Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tried to charge the device and couldn¿t get ¿either part of it working.¿ the patient clarified that the external devices were not communicating with the ins since (B)(6) 2018. The patient confirmed the programmer was showing poor communication with and without the antenna. The recharger was showing a reposition antenna screen. These screens occurred on (B)(6) 2018. The patient stated she initially saw a call hcp with code 006 on the recharger on (B)(6) 2018. The patient said she tried plugging the recharger into another outlet, but it did not resolve the issue. The last successful recharge was a couple of months ago, maybe about a month ago. The patient said she didn¿t have to charge that much. The patient reported a change in stimulation sensation. The patient stated she felt a vibration sensation from her hips down to her feet on both sides. The patient stated it felt like it was stimulating all over, a smooth, slow vibration. The patient said wasn¿t really shocking or strong, but a smooth, slow vibration. The patient clarified it was a different type of vibration than the therapy stimulation sensation she typically felt. The stimulation changed 3 days ago. The patient realized she wasn¿t feeling any stimulation on (B)(6) 2018. The patient mentioned she fell a couple times a couple of months ago. The patient was directed to see her hcp. No further complications were reported.